Event description:
It was reported that the device showed an alert stating output circuit damage when a hv integrity check was performed. The impedance trends were cleared on the device. When impedance testing was initiated the same alert appeared. No damage was seen on the device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.